Manufacturer narrative:
Additional information was received that the patient had a large annulus with a horizontal aortic root angle and a large ascending aorta.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. In this case, it was identified prior to the procedure that the patient's large/angulated anatomy (aortic root angulation 69°, ascending aorta diameter 44mm) may be challenging and difficult. It was reported that during an attempt to snare the valves up from a low position, the valves dislodged from the annulus into the ascending aorta. In this case, it is possible that the re-positioning attempt using a snare, which is not recommended by the corevalve IFU, was the primary contributor leading to dislodgement. The corevalve IFU warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was discarded, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A separate medwatch (report number 2025587-2015-01167) was filed for the first valve. (B)(4).

Event description:
Medtronic received information that immediately following the implant of a 31 mm transcatheter bioprosthetic valve, an angiogram and echocardiogram showed mild paravalvular leak (pvl). Approximately three days later, an echocardiogram showed moderate to severe pvl. An angiogram thirteen days post-implant showed severe pvl and ventricular migration of the valve. Fourteen days post-implant, this 29 mm second transcatheter bioprosthetic valve was implanted valve-in-valve. Immediately following the second valve implant, a transesophageal echocardiogram (tee) and angiogram showed severe pvl. Balloon aortic valvuloplasty (bav) was performed but did not reduce the pvl. During an attempt to snare the valves up from a low position, the valves dislodged from the annulus into the ascending aorta. A 29 mm non-medtronic third transcatheter bioprosthetic valve was implanted but there was still severe pvl. A fourth non-medtronic transcatheter bioprosthetic valve was implanted valve-in-valve in a slightly lower position and balloon aortic valvuloplasty (bav) was performed. A tee showed a dissection in the ascending aorta. The patient became hemodynamically unstable and cardiopulmonary bypass (cpb) was initiated. A decision was made to convert to an open surgical procedure. Both medtronic valves were explanted and discarded. It was reported that patient expired during the open surgical procedure. It is unknown whether an autopsy was performed. The death was reported to be a result of the dissection.